Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "patient revised for global instability". A size 5/9mm ps insert was revised to an x3 5/13mm ps tibial bearing.